Manufacturer narrative:
It was reported to abbott, a patient was experiencing ineffective stimulation. X-rays confirmed both leads had migrated. A lead revision was planned to reposition them. In an update, it was reported the system was explanted (B)(6) 2023. The patient was scheduled for a lead revision; however, the new lead could not be advanced to the target position. The decision was made to explant the full system and refer the patient for a paddle lead placement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's system was explanted. The patient was unable to be re-implanted at the time due to physician having difficult with the patient anatomy.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-04174. It was reported that the patient was experiencing ineffective relief from their scs leads. X-ray imaging was undertaken wherein the patient's leads were confirmed to have migrated. Surgical intervention may take place at a later date to address the issue.